Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, faradrive steerable sheath clear was selected for use. It has been mentioned that the device was prepped for insertion. The physician obtained transseptal access and after exchanging the transseptal device for the faradrive sheath, then the physician inserted the farawave catheter (the dilator had been inside the sheath for advancing into the left atrium). At this point it was noted that excessive amounts of air were being pulled in from the valve when performing aspiration and flushing. Cool point pump was used to irrigate. Excessive bubbles were observed in the aspiration syringe. Hence, farawave catheter was removed, and the sheath was aspirated and flushed, and trying to re-insert the device yet no improvement. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, faradrive steerable sheath clear was selected for use. It has been mentioned that the device was prepped for insertion. The physician obtained transseptal access and after exchanging the transseptal device for the faradrive sheath, then the physician inserted the farawave catheter (the dilator had been inside the sheath for advancing into the left atrium). At this point it was noted that excessive amounts of air were being pulled in from the valve when performing aspiration and flushing. Cool point pump was used to irrigate. Excessive bubbles were observed in the aspiration syringe. Hence, farawave catheter was removed, and the sheath was aspirated and flushed, and trying to re-insert the device yet no improvement. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The device was received for analysis. Upon receipt at our post market quality assurance laboratory, the faradrive was visually inspected upon return. No outer abnormalities were noted. Analysis of the returned sheath found the external and internal valves were both torn by their center slit, which can compromise the valves' ability to seal pressure and fluid within the sheath. This defect is capable of causing the visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event. The complaint allegation was confirmed through product analysis. Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter.